Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a knot in the lock line. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (dmr) with grade 4. A mitraclip xtw was selected for treatment, but during removal of the lock line, a knot was noted. The device was removed from the patient. The procedure was completed with another mitraclip xtw device. The mr was reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the available information and without the device to analysis, the cause of the reported knot on the lock line cannot be determined. The cause of the reported inability to remove lock line was a cascading effect of the reported knot. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, additional information was received stating there was resistance while removing the lock line. The lock line became stuck after initial resistance. No additional information was provided.